Event description:
It was reported that during a device check following a surgical procedure the device exhibited a lead impedance measurement error and the impedance could not be measured. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.